Event description:
After pre-dilatation with a 2.5mm d114 ptca balloon, a 2.5mm diameter x 12mm length s660 over-the-wire stent delivery system was inserted into the left anterior descending artery. The stent was successfully advanced across the target lesion in the proximal diagonal branch. After the insertion of the stent delivery system, it was reported that it moved back and forth with each of the pt's heartbeats. Because of the movement, it was reported that the physician experienced difficulty in placing the stent. Subsequently, during the stent deployment, the stent moved proximal in the artery, resulting in one of the stent struts extending into the left anterior descending artery. This consequently, compromised the blood flow to the left anterior descending artery. Therefore, a 3.5mm diameter non-compliant ptca balloon was inserted into the left anterior descending artery, and expanded in the area where the stent strut was protruding from the diagonal branch. Blood flow to the artery was successfully restored, and both blood vessels were widely patent at the end of the procedure. There is no further clinical sequelae reported relative to the event. Pictures from the procedure were reviewed and revealed a lesion in the 1st diagonal branch to be approx a 99% lesion. The pictures also revealed that the stent was deployed at the very proximal section of the 1st diagonal branch, where it bifurcates with the left anterior descending artery. After the stent insertion, the anterior descending artery appeared to be 50% occluded. Remaining pictures revealed both the 1st diagonal and the anterior descending artery's widely patent.